Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product type lead product ID: 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013.

Event description:
It was reported that the patient had a numbing sensation on the left side that suddenly started ¿a month or two ago¿ (approximately around (B)(6) 2014). The sensation was triggered by the patient washing his hair or hitting his head on the headboard during the night. The numbness ¿comes and goes¿ and would stay for a few minutes and then pass. The therapy was still working for the patient¿s tremors. The patient had an appointment scheduled with the implanting surgeon for (B)(6) 2014. Follow-up from the healthcare provider (hcp) reported that the cause of the event was determined to involve the lead. There was ¿lead impedance,¿ so the patient was referred to a surgeon for correcting. The surgeon stated that the patient did not need a replacement yet, so the patient was to follow-up if it caused more problems. The hcp noted that the patient recovered without permanent impairment. However, the patient reported that he still had concerns regarding his device or therapy but was working with his doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2015. Additional information received from a consumer reported they had falls, memory loss, and headaches along the skull where the wires were. Since (B)(6) 2013 the patient has had a loss of memory and they have had the headaches since (B)(6) 2015. The patient had gone to see their health care provider (hcp) every three months for increases. Prior to deep brain stimulation (dbs), the patient was shaking so hard their elbow was hurting. Due to lung problems, the patient could not take beta blockers. Since before dbs, the patient was getting 5 liters of oxygen and they had maxed out on some drug that helped them with tremors. The patient was currently taking the max dosage of gabapentin and they still had tremors, but they were not anywhere near what they were initially. Periodically the patient had some shaking and twitching. No further complications reported. The patient¿s indication for use is parkinson¿s dual and movement disorders. [Refer to manufacturer report #3004209178-2017-06859 for details pertaining to the reportable related event.]